Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Initially, the caller was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully, but they were unable to reload the original cartridge and resume insulin therapy. After attempting to load a new cartridge with assistance, the issue persisted due to a stuck piston. Consequently, technical support decided to replace both the pump and the original cartridge.